Event description:
New information received indicates that the noise over-sensing in right atrial (ra) caused inappropriate mode switch episodes.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv and ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.